Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was found to be cracked from the case seal to the battery cap. Unrelated to the battery compartment issue, the audi bolus button cover was found to be detached from the pump. (B)(6).